Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified light scratches. Technical visual inspection identified no visual anomalies. Device evaluation found a leak which confirmed the reported event. The root cause was determined to be a broken c02 inlet and was not related to the previous repair. The c02 inlet was replaced. The device was re-calibrated, the firmware was set to p.01.24 and tested to OEM specifications. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device failed the leak test. It is unknown if there was patient involvement; however, no patient harm was reported. No further information available.